Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the coil (subject device) could not be detached upon multiple detachment attempts. When the subject coil was retrieved, it was found prematurely detached inside the microcatheter, and the coil detachment point was noted damaged. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. D4 expiration date - added. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies noted to the device prior to use. Also, preparation/set-up performed as per the directions for use and continuous flush was maintained for the duration of the procedure. And, it is most likely that anatomical or procedural factors resulted the coil detached when trying to remove. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during the procedure, the coil (subject device) could not be detached upon multiple detachment attempts. When the subject coil was retrieved, it was found prematurely detached inside the microcatheter, and the coil detachment point was noted damaged. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event.